Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional d4: expiration date - correction primary UDI number- additional d9: device returned to MFR - additional information d9: date device returned - additional information g3: date received by manufacturer - additional h2: type of follow up - correction/additional information/device evaluation h3: device evaluated by manufacturer ¿ additional h6: type of investigation - additional h6: investigation findings - additional

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.